Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. There was an issue with the catheter shaft. The inner/sterile package (extrinsic) had damaged trays. The analyst noted the delivery catheter was returned the delivery catheter was returned in an opened packaging with the lot number of 0012478387 and a use by date of 2026-10-07. The bottom seal of the outer packaging was breached. The inner packaging was unopened and still sealed. The inner tray was damaged. The curve of the distal end of the c315his returned is misshaped and flattened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the delivery catheter was misshaped when opened from the package. The catheter was not used. It was further reported that that the catheter was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.